Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). D2: product code: phx. H10: 113044 versa-dial 46x21x50 hum head 922860. 118001 versa-dial/comp ti std taper 277010. 113627 comp primary stem 7mm mini 292300. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the pmi group that a patient underwent a right shoulder arthroplasty. The patient is being considered for a pmi product on an unknown day for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, h2. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is having a revision surgery because of her complex history regarding her right shoulder. She had multiple previous surgeries then underwent a total shoulder arthroplasty. It was complicated by a subsapularis tendon tear after traumatic injury with resultant instability. She eventually underwent a revision conversion to a reverse total shoulder. Her pain worsened with the reverse. She proceed with a 2 stage revision, removal of reverse with placement antibiotic spacer and conversion to hemiarthroplasty. Hemiarthroplasty was then implanted using a cemented 7mm humeral stem and 46x21x50mm head with gleniod graft impaction. Patient then fell, and sustained a oblique humeral fracture. A 14 hole synthes plate and 2 lag screws were used to treat the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, h2, h3, h6 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported by the pmi group that a patient underwent a right shoulder arthroplasty on an unknown date. The patient is being considered for a pmi product on an unknown day for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Item #: unknown, unknown humeral tray lot #: unknown. Item #: unknown, unknown humeral stem lot #: unknown. Item #: unknown, unknown humeral bearing lot #: unknown. Item #: unknown, unknown glenosphere lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.